Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm . It was reported that a follow-up CT taken approximately 5 months post-index procedure revealed a type ib endoleak in a dilated left common iliac artery. It was noted that ten days before admission, the patient reported feeling that the abdominal mass had enlarged. An endurant limb stent graft was intended to be implanted to treat the endoleak 3 days later. During the procedure, the outer sheath of the limb stent graft could not be deployed. Despite rotating the blue module of the delivery system into position according to the instructions for use, the stent still could not be deployed, resulting in deployment failure. It was reported that there was no damage noted to the limb delivery system or packaging during unboxing. The delivery system was withdrawn, and two new stents were successfully implanted in the left external iliac artery along with spring coil embolization in the left internal iliac artery, resolving the type ib endoleak. Per the physician, the cause of the deployment issue was not determined. No additional clinical sequelae were provided, and the patient is fine

Manufacturer narrative:
Film evaluation summary: the reported type ib endoleak was confirmed based on the provided films; however, the cause of the event could not be determined. Lack of pre-implant cts were not available for a thorough assessment of the pre-implant anatomy. Additionally, procedural angiograms/ctas from the index procedure were not available for comparison of the stent graft in vivo configuration since implantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.